Event description:
On (B)(6), 2008, this pt underwent endovascular repair using gore tag thoracic endoprostheses. On (B)(6), 2009, a suspected type iii endoleak was discovered. On (B)(6), 2009, a reintervention occurred whereby the three implanted devices were re-ballooned at the overlap sections, and a (B)(4) was implanted most proximal, which resulted in the complete resolution of the type iii endoleak.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that these lots met all pre-release specifications. Please note, additional devices used in procedure on (B)(6), 2008: (B)(4). Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.